Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and did not reproduce the reported issue. He inspected the clamp assembly and no abnormalities were found with clamp operation. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on the above facts, the most likely root cause of the reported issue is an error by the user who inadvertently opened the clamp.

Event description:
Livanova (B)(4) received a report that during procedure a s5 erc tubing clamp / 620mm opened leaving the tubing outside. An error message ¿no tubing recognized" was displayed. The issue was solved by manual clamping of the tubing. There was no report of patient injury.